Event description:
During the implant procedure, the right ventricular (rv) lead could not be easily removed from the catheter. The physician noted the insulation of the lead was damaged after removing it from the catheter. The lead was exchanged and replaced, and the patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece without the catheter. Visual inspection of the lead did not reveal any anomalies. The s-curve height of the lead was measured within specification. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Based on the analysis and information from the field, the cause of the reported incident could not be conclusively determined.